Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design -inserter shaft and handle design/material too weak; -interface between anchor/guide too tight; -inserter shaft cannot bend around curved guide; - deployment mechanism assembly design not able to support deployment loads process; -inserter and/or guide manufactured out of specification; - inserter deployment mechanism not assembled to specification application; -excessive force impacting anchor; the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the metal piece of the anchor broke during surgery and was left in the patient.

Event description:
It was reported that the metal piece of the anchor broke during surgery and was left in the patient.